Event description:
S. Aureus septic arthritis [septic arthritis staphylococcal] case narrative: this is a serious spontaneous case received from a physician via a regulatory authority in australia. This report concerns a patient (no patient identifiers provided) who experienced s. Aureus septic arthritis during treatment with euflexxa (sodium hyaluronate) solution for injection unknown concentration and route of administration, for product used for unknown indication. Dosage regimen consisted of administration of one dose into knee joints on 15-aug-2024. On 05-sep-2024, the local safety officer in (B)(6) was made aware by an infectious diseases physician that on 16-aug-2024, a patient experienced s. Aureus septic arthritis following euflexxa (lot number u17148fa, expiry date 10/2025) injections into knee joints by the same practitioner at the same radiology practice. The practice was inspected by public health officials and an infection control nurse the day before this report, and no obvious infection control issues were identified. The role of the product in causing the septic arthritis was unknown. It was reported that the device was used as intended. The issue was reported to tga as a precaution, in case other cases of septic arthritis associated with the use of euflexxa had been reported. The s. Aureus septic arthritis was considered serious due to medically significant criterium. Action taken with euflexxa was unknown. At the time of this report, the outcome of s. Aureus septic arthritis was not recovered. No concomitant medication was reported. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: internal # - others = au1639 other nca local ref. No. = dir 101283 other nca local ref. No. = 819198 this ae occurred in australia and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Case correction 11-sep-2024: distribution statement correction performed: ae occurrence updated from us to (B)(6).